Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing. The reported problem was not verified. . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set could not connect to a titanium adapter tightly. This event occurred during use while the patient was connected. The transfer set was replaced to resolve the problem. The titanium adapter was not damaged and was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.